Manufacturer narrative:
Product event summary #s7 damaged emitter product analysis summary: axiem emitter has a small crack and chips in it. Resolution: axiem emitter was replaced. System is functioning normally. Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the emitter showed some damage to the back and some plastic was chipped away. There was no patient present at the time of the event.